Event description:
The home patient (hp) stated that his belly was distended and he felt very bloated. The hp stated that he did not bypass any drains tonight. The technical service representative (tsr) had the hp sit up and begin a manual drain. The hp drained out 4428 ml. The tsr explained that hc will need to be swapped and advised hp to call rn and inform her of the iipv. The hp was not in any pain, just discomfort. The tsr recommended that hp end therapy for the night. The tsr then walked hp through ending therapy early procedure. The patients fill volume was 2200 ml. The patient drain 4428 ml. Therefore this complaint does meet the criteria for an iipv.

Manufacturer narrative:
(B)(4). All testing performed during the homechoice rite functional test and homechoice rite electrical safety analyzer test passed. Iipv adult: confirmed in the logs, but not duplicated during pal evaluation. Probable cause: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.